Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The stapling device was being used to try and cut the colon. There was no problem loading the adapter onto the handle or loading the reload onto the adapter. There was no problem unloading the device. The stapler was not able to fire. The surgeon was able to squeeze the handle. The stapler formation was not poor and the staple line was not incomplete. The jaws of the device did not lock onto the tissue. No component of the device broke off. In order to resolve the issue and complete the case, replaced with a new reload. There was no patient harm. The patient status is alive, no injury. The sterilization method is autoclave and the type of cleaning was manual.